Event description:
It was reported that there was no picture. No patient injury was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for no picture. The results of investigation indicate the returned control unit is working according to the specifications. No manufacturing related defects were observed.